Event description:
Device 1 of 3. Reference MFR reports: 1627487-2010-01317 and 1627487-2010-01037. The pt received her scs system on (B)(6) 2007. It was reported that the lead had migrated and it was discovered that the lead had pulled out of the ipg header. The leads and ipg were replaced on (B)(6) 2007. The ipg and leads were returned to ans for analysis. No add'l info is available.

Manufacturer narrative:
Device 1 of 3. Eval: method - device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.